Event description:
It was reported that the infusion line ruptured, and the device was difficult to remove. A 2.1mm jetstream xc catheter was selected for use in atherectomy procedure in a lower extremity artery. The device was used inside the patient; however, while attempting to remove the catheter from the body, some resistance was noted. The device was able to be removed, but a bulge was noticed on the middle of the shaft. Once outside the body, the bulge on the shaft ruptured. Another 2.1mm jetstream was used to complete the procedure. No patient complications were reported.